Event description:
The customer contacted braun thermoscan via co's 1-800 number to comment about the features on the hm-2 thermometer she had just purchased. During her conversation with customer svc, she mentioned an experience she had with the hm-2 unit she had owned previously. Although the customer had phoned co on 07/15/1996 regarding her hm-1 unit, no mention of the event was made at that time. From her description of the unit, it was determined that the membrane from her unit was missing. An offer was made to replace the unit, but the customer refused. During two recent conversations she informed co that her husband used the hm-1 on their daughter without a lens filter in place. About a mo and half later, the child complained of a ear ache. The parents looked in her ear and cleaned it out with a q-tip. A piece of ear wax exhibiting blood and puss was removed, along with what the mother recognized as the membrane from the thermometer. She recognized it because the membrane had come off before, and she just put it back on herself. The customer did not contact co the first time she noticed the membrane had come off. About seven hrs after the membrane was removed from the child's ear, she awoke claiming that there was water coming out of her ear. The customer took her daughter into the bathroom to discover that blood was draining from the ear. Because the bleeding stopped, no med intervention was sought until the next day when they took the girl to the dr. The dr confirmed the mother's suspicion at the child's ear drum had ruptured. Antibiotics were prescribed. The customer reported that since the event, her daughter has not experienced anymore ear aches. She also stated that no appreciable hearing loss was sustained. The device was not available for eval, as the customer threw it out well over a yr ago.